Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced pain, disability, impairment.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence (&) pelvic organ prolapse. It was reported that after implant, the patient experienced pain, disability, impairment, scarring, dyspareunia, cystocele, rectocele, recurrent vaginal pain, urinary incontinence, uterine prolapse, vaginal vault prolapse, vaginal twinges, erythema, tenderness, gas (&) bloating, (&) black spots consistent with skin hemangiomas. Post-operative patient treatment included additional surgery, excision of mesh, anterior colporrhaphy, (&) cystoscopy.

Manufacturer narrative:
Additional info: b2, b5, b7, d4 (lot #), d6b, (&) h6 (patient codes, ime e2402: black spots, skin hemangiomas) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.